Event description:
It was reported that the smiths medical device had an error message out-of-box. There was no indication that a patient was involved in the event.

Manufacturer narrative:
A cadd-solis vip was returned in used condition because it displayed error 41622. The customer was requesting a replacement. The device was visually inspected and no issues were found. The device was then calibrated and function tested. No issues were observed. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.